Event description:
PICC line inserted right brachial vein. Needle inserted, then wire inserted. Needle was removed and wire was inserted further. Wire met resistance and could not be retracted. Rn contacted surgeon to ask for intervention and surgeon reported to rn that he was unavailable and to remove the wire. Rn expressed to surgeon that wire would likely come unraveled based on her tactile feel and surgeon suggested she remove it anyway. Wire was removed by rn and did unravel at distal tip. Pt sent to radiology and radiology report stated that there were no vascular fragments of the wire but that .5 ml of wire remained in the subcutaneous tissue near the insertion site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained at the facility. A lot history review (lfr) of (B)(4) showed no other similar product complaint(s) from this lot number.